Event description:
--

Manufacturer narrative:
Technical services recommended device replacement as soon as possible, as the device had declared eri more than (B)(6) ago. As of today, the device remains in service. This report will be updated when additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.55v and a charge time of 14.8 seconds. (B)(6) later, elective replacement indicator (eri) battery status was declared, with a monitoring voltage of 2.49v and a charge time of 25.6 seconds. The device was included in the shortened replacement window advisory that was communicated (B)(6) 2007, but it was not confirmed that the device was exhibiting the advisory behavior. Eri was declared due to charge time.

Manufacturer narrative:
Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.